Event description:
It was reported that a therapeutic sling procedure was performed with a vesica sling press in anchor system. There was excessive scarring from previous surgeries - the bowel was scarred together - and it took four hours to do the disection to get to the anchor placement location. The procedure was completed and a week later the pt presented with sepsis - there had been a bowel perforation. A bowel resection was performed, antibiotics were administered, and the pt has recovered fully.